Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01566. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. Upon removing two different ruby coils from their packagings to be used in the procedure, the physician noticed both ruby coils had unintentionally detached within their hoop retainers. The detached ruby coils were noticed prior to use and therefore, were not used in the procedure. The procedure was completed using additional coils.